Event description:
Primary rn noticed that pressure bag for 3-way pressure infusing tubing had been changed 2x since patient had gotten back from heart surgery @ 1300. After investigating, nurse found that cvp [central venous pressure] had a slow leak and patient had been receiving the fluids over the course of one and a half shifts. Changed tubing, fixed the problem, and saved the faulty tubing in bag and put in manager's office.